Event description:
Boston scientific crm received information that this clinic nurse contacted technical services in (B)(6) 2010 to report that the charge time for this device was 18.2 seconds. Technical services discussed longer charge times and device functionality. Additionally, technical services discussed the device mid-life behavior and suggested that two manual capacitor reformations be performed to check the current charge times. Technical services recommended a continued 3-month follow-up scheduled. Subsequently, boston scientific crm received information from an implant form that this device was explanted and replaced in july 2010 due to normal battery depletion.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did not meet expected longevity. Pacing, sensing, and shocking functions were verified per manual bench top testing. The recorded shock and pacing impedance measurements were normal. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.